Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 5 and 6 were not populating in application. A field service engineer found a faulty drawer controller. Replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that the pyxis medbank es system drawers 5 and 6 were not populating in application. The customer stated that there was a 24-hour delay. There were no adverse events or injuries reported based on this event.